Event description:
A customer reported a malfunction on their pump with a malfunction code of malf 12, although no notable events occurred before the issue. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support assisted the customer in resetting the pump, and the same malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happened again.